Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the pump indicated a data log corruption. Customer's blood glucose level was 135 mg/dl. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl; cause was unknown. Reportedly, no action was taken to address bg as customer was asleep. Recommendation was made to consult with a healthcare provider regarding diabetes management.